Event description:
A pt reported blood glucose results of "142 mg/dl and 75 mg/dl" with a company meter, performed within 10 mins of each other. The meter, test strips, and control solution were replaced.